Manufacturer narrative:
The device was returned, but did not transfer to the investigator. However, the device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product available for review. Investigation methods/results: the device was returned, but did not transfer to the investigator. Root cause: per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant. Probable causes could be the lack of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Smoking is known to inhibit local wound healing and may affect survival of implants. Smoking has a strong influence on the complication rates of implants. It causes significantly more marginal bone loss after implant placement, increased the incidence of peri-implantitis (deep mucosal pockets around dental implants, inflammation of the peri-implant mucosa, and increased resorption of peri-implant bone, and affects the success rates of bone grafts. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration.". In addition, the IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to.".

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. Device information is not applicable with the exception of lot number as the device is manufactured by prescription. Implant and explant date is not applicable as the device is manufactured by prescription not implantable.

Event description:
Received an email from thermoform group. It was reported that the patient had an allergic reaction to comfort hard-soft splint. The patient has nkda and no pre-existing conditions. The area involved were the intra-oral and lips. It is reported that the patients lips began to swell. Once the device was removed, the reaction (swelling) went away. The patient used the device for 1 week. The patient saw dermatologist, although allergy test were not done. The date of delivery was (B)(6) 2020 and the reaction was noted on (B)(6) 2020. The patient required medication to treat "infection" and was prescribed: mupirocin ointment 2%, hydrocortisone usp 2.5%, doxycycline (dose unknown). As of (B)(6) 2020, the patient remained on medication "to treat the infection." The reaction subsided 6 weeks after the patient discontinued the use of the device. With regard to the device: the office made an adjustment on the occlusal surface. The office cleaned the device was sprayed with optium and rinsed after 2 minutes "per cdc and in house procedure." The patient cleaned the device with "soap and water only."

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: no DHR was available for review since the device was fabricated per physician's prescription only. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer returned the device in the original case. The results were summarized below. Roughness - the edge was smooth. No readjustment was observed. Crack - no major cracks were found. Delamination - layers were intact and did not separated. Discoloration - no discoloration was observed. The device did not present any color additives. General cleanliness - very clean. Case was returned in a good condition with label. Root cause: the root cause cannot be explicitly determined. The patient continued wearing the device for months while the reaction occurred. The patient did not report any pre-existing condition. The device contains no metal that could possibly allergic to the patient. Per premarket notification 510(k) summary for clearsplint (k111828), it contained the following statement in proposed instruction, "caution: an allergy test is recommended prior to placing (appliance) in a dental cavity." In addition, the patient was reported to clean the device with water and toothbrush. Per proposed instruction provided from k111828, astron dental corporation suggested "briefly place appliance in warm tap water before inserting in mouth." Per supplement data from k111828, the clearsplint was found to be biocompatible.